Manufacturer narrative:
Additional information: g3, h3, h6. The complaint cannot be confirmed because the device cannot be visually and functionally evaluated. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/7/2023, it was reported by a sales representative via phone that an ar-9400-sbk eclipse speedscap implant system had an issue. The 3.9 mm swivelock inserter bent upon insertion. The inserter did not break, but the screw was unusable. The case was completed using another ar-9400-sbk from a different lot with a delay of a minute and no fragments left inside the patient. This was discovered during a total shoulder joint repair procedure on (B)(6) 2023, with no reported harm to the patient.